Event description:
Port would not flush after insertion. A new port was opened to complete the procedure. No patient harm. Manufacturer response for power-injectable port, smart port (per site reporter). Rep reported complaint to internal team and provided a no charge replacement. Complaint product to be returned for investigation.